Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8081978. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. It is unclear which lead contributed to this issue. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the patient's drg system was explanted.